Event description:
Information received through technical services on (B)(6) 2013 states that there were a tr episodes and noise/artifact oversensing on ra channel resulting in an inappropriate mode switch. Physician and facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).